Event description:
Reportedly, during the regular follow-up performed on (B)(6) 2013, an unusual v burst was recorded in device memories. The date of this episode corresponds to a follow-up performed on (B)(6) 2012. An explanation is required.

Manufacturer narrative:
(B)(4), 2013. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.